Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient was experiencing phrenic nerve stimulation (pns). X-ray was performed and no change in lead position was seen. Pns was seen in all vectors of the left ventricular (lv) lead. The lead was explanted and replaced, but only one vector had no pns. Patient was in good condition before, during and after the event.